Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 no product was returned; visual and dimensional evaluations could not be performed. Photographs provided confirm that the peg from the block is fractured. Part and lot identification are necessary for review of device history records, neither were provided. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint is confirmed via photograph provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the peg broke off of vanguard cut guide. There was no patient harm or impact reported.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.